Event description:
Information was provided that the catheter was inserted in 2007 and split on the pt's side. It was removed in ot and was found to be in two pieces. (Reference 1820334-2008-00060) the second catheter was inserted and became blocked. It was repaired on two months later. We were advised that the teenager is too ill to undergo an anaesthetic for another catheter removal as it may prove fatal.

Manufacturer narrative:
Evaluation: a portion of the device was returned in a used condition. The returned portion 4cm of the proximal end of the 1.2cc volume lumen. During our investigation, we wired the returned portion and found no obstruction. Unfortunately, at this time, we are unable to determine with certainty the root cause of this concern. It is possible the obstruction was a result of the type of medicine injected by the customer; or possibly due to the customer not following the catheter maintenance instructions found in the attached instructions for use (c_t_tpn_rev.0). In this booklet, it is stated: "heparin concentrations of 10 units/ml to 100 units/ml have been reported adequate to maintain lumen patency. Catheter lock should be reestablished after every use or at least every 24 hours if unused. Before using catheter lumen already locked with heparin, lumen should be flushed with twice the indicated lumen volume using normal saline."